Event description:
I was using my CPAP and I had headaches, dizziness, trouble breathing (continues even after) and other health challenges. I am only using this time period as an approximation. I was diagnosed with methemoglobinemia. I had methemoglobinemia until I stopped my CPAP. FDA safety report ID# (B)(4).